Event description:
It was reported that a user experienced sustained hyperglycemia with cgm readings exceeding 400 mg/dl for approximately six hours while using the ilet system with an inset infusion set; there were no pump alarms or delivery interruptions noted, and a full supply change was performed, after which glucose levels trended downward. Symptoms included none. Outcomes included no outside assistance and no medical intervention. Investigation included review of device-reported data and user follow-up. Investigation of this case revealed no device alarms or confirmed delivery failure, and the specific cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.